Event description:
Sterile sample cup: these cups have had issues with leaks. Cups are purchased from cardinal health. Problem reported across several boxes of product. This issue has been going on for three to five months.